Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw could not be fixated. Only one screw racing at the screw hole, and unable to fix. The emergency screw was used to complete the procedure. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.complaint sample was evaluated and the reported event was not confirmed. The screw was visually evaluated and showed signs of use, with minimal damage on the threads, cross drive, and tip, and a brownish-red residue was present on the bone threads. The screw was functionally tested by inserting it into a block of white oak wood using a blade and driver. The screw easily inserted into the wood. The complaint is unconfirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.